Event description:
It was reported that the user experienced recurrent low glucose last recorded at 40 mg/dl while using the ilet and requested to return the device for credit, citing inconsistent meal patterns due to construction work and concern that the pump is not a good fit. Investigation included return shipment logistics. Investigation of this case revealed no device malfunction reported and a user-related factor of irregular meal timing that could contribute to hypoglycemia. No clinical symptoms associated with hypoglycemia reported. Outcomes included no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.